Manufacturer narrative:
Patient needed a higher output device; all therapies were delivered except one. The device was not implanted. The analysis from the manufacturer is pending.

Event description:
It was reported that during the implantation procedure, all of the therapies were delivered except one which required external defibrillation. The patient needed a higher output device; therefore, this ICD was not implanted.